Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the blood glucose had run high. The blood glucose reading was 400 mg/dl. The infusion set had a bent cannula. The customer treated with the insulin pump and declined troubleshooting. The insulin pump was not replaced or returned for analysis.